Event description:
Revision surgery - due to an infection in the left knee.

Manufacturer narrative:
The reason for this revision surgery was identified as an infection. The original surgery was performed on (B)(6) 2013, (B)(6) days prior to the revision. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the 3d knee insert were examined. The product used in the original surgery was sterilized through an acceptable hydrogen peroxide gas plasma process and was within its expiration date at the time of implantation. A review of the implant device history record, product complaint report database, and sterilization records show that this device met sterilization, design, and manufacturing requirements. Due to the short time between the original surgery and the revision surgery it is possible that the infection was acquired at the hospital (nosocomial). It is also possible that the patient was not compliant with post-surgical instructions. No information was submitted with regard to the severity of the infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.